Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in more than one episode. The noise was able to be reproduced when pressing on the s-ICD. Additionally, the telemetry was lost while pressing on the device. The system was reviewed under x-ray and noted appropriate connection of the electrode to the device header. The conductor of the electrode was suspected to be damaged due to a potential sharp bend when exiting the header, however, this was unable to be confirmed through the x-ray images. Tachycardia therapy was programmed off and the patient was given a lifevest. The physician is considering electrode replacement versus system replacement with a transvenous system. This product remains in service. No additional adverse patient effects were reported.